Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The product was received. Investigation is not complete. A f/u report will be submitted with any new relevant info.

Event description:
Customer reported rn observed bubbles backing up into the primary bag after hanging a secondary bag. Witnessed before infusion. The medication to be infused was dextrose 10% water 100 ml bag and cefazolin 50 ml bag. No adverse outcome to pt. The event was confirmed by the facility's clinical engineering. Although requested, no other info was available.